Event description:
It was reported that this patient presented to their health care facility with reports of receiving shock therapy. Upon device interrogation, it was found the patient inappropriately received a shock as a result of oversensing the patient's t-waves while the patient was in atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and recommended programming. Subsequently, the device was reoptimized and reprogrammed. No adverse patient effects were reported.